Event description:
Edwards received notification from the united kingdom that a valve model 11500a23 implanted in the aortic position was explanted after an implant duration of 6 weeks (42 days) due to endocarditis. A bioprosthetic valve was implanted in replacement.

Manufacturer narrative:
D3. Date of event: the event date is only known as 2018. Thus, 1-jan-2018 is being used as an approximate date of event. H11. Additional manufacturer narrative: the device was not returned for evaluation, as there is no allegation of device malfunction by end customer. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Information added/updated to section h6 (investigation findings and investigations conclusions). Corrected h5: yes replaces no. Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries. Early onset endocarditis (i.e. 60 days or less post-implant) generally reflects contamination arising in the perioperative period or at the time of surgery. Potential sources may include the patient's own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, and the prosthesis itself. Intermediate/late onset endocarditis (i.e. Greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. Based on the information available, the report of endocarditis is unable to be confirmed and a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors may have contributed. An edwards defect has not been confirmed.